Event description:
The customer reported that the device displayed a pacer error. It takes one or two times to run the op check to get a red x and the alarm to appear. There was no reported involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed a pacer error. It takes one or two times to run the op check to get a red x and the alarm to appear. There was no reported patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.